Event description:
It was reported that the patient was hospitalized for severe hypoglycemia and loss of consciousness on (B)(6) 2026. The patient's blood glucose level decreased to 25 mg/dl while wearing the pod on the arm between 4 and 24 hours. The patient reported that her blood glucose levels dropped rapidly while wearing the pod. Reported symptoms included confusion, inability to think clearly, difficulty performing routine tasks such as opening her front door, and collapse. The patient was subsequently found by a neighbor after losing consciousness. The patient was diagnosed with severe hypoglycemia. As treatment, the pod was removed, intravenous dextrose-containing fluids were administered to increase blood glucose levels, and the patient's endocrinologist adjusted her therapy settings. The patient was discharged from the hospital on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.